Event description:
It was reported by a pt's family that the vns pt experienced an increase in depression and aggressiveness. A blc was performed and indicated the pt's vns was at .52 years until eos=yes. The pt's family decided to replace the pt's vns prophylactically due to the increase in depression and aggressiveness as they felt it was well controlled previously with vns. Moreover, the pt's family indicated that they hear a clicking noise coming from the generator and not associated with stimulation. Current system diagnostics were fine, dcdc = 1, eos = no; normal mode diagnostics were okay, dcdc = 4, eos = no. Additional info was received from a company rep indicating the pt was still hearing clicking noises from the generator and the event first occurred in (B)(6) 2010. Moreover, mother of the pt had also reported an increase in seizures (level was below pre-vns baseline), and there had also been an increase in aggressive behavior which had previously been under control with vns. Good faith attempts to obtain additional info have been unsuccessful to date.